Event description:
It was reported that during preventive maintenance, traces of liquid was noted inside the ventilator. There was no patient involvement. Manufacturer's ref #: 827528.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that during preventive maintenance, traces of liquid were noted inside the ventilator. Based on the information collected to date, the provided problem description and the technician inspection of provided unit, it has been clarified that the liquid marks could be seen inside the ventilator. The liquid affected pneumatic back-plane board and o2 cell cable. In result, the failure in pressure measurements have been noticed. Both parts were replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported as liquid in the inspiratory section may affect printed circuit boards which may cause short-circuiting and may lead to stop of ventilation. There was no patient harm. The root cause to the reported issue has not been determined. The correction of field #h6 health effect - impact codes. This is based on the internal evaluation. #h6 health effect - impact codes: previous #h6 health effect - impact code: no patient involvement/// (B)(6). Corrected #h6 health effect - impact code: no health consequences or impact/// (B)(6).